Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 300 mg/dl. Multiple boluses were delivered and bg did not lower. Customer went to the emergency room and was admitted to the hospital. Pump was disconnected and used insulin injections. Elevated bg was resolved and the customer was released on 11/16/2017. Endocrinologist did not know the cause of elevated bg; however, had determined the pump was not the cause.